Manufacturer narrative:
(B)(4).  Physio-control was initially able to verify the reported issue; however, during subsequent testing of the unit, proper operation was observed and the reported issue could no longer be duplicated.  Physio-control opened the device to perform a visual inspection and no discrepancies were observed. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
Physio-control evaluated the customer's device and observed a service wrench was present. Additionally, the device continually prompted to "connect electrodes" even though the device was properly connected to a test load. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.